Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The unit had a missing end cap sticker, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.